Event description:
The complainant reported the automated impella controller had a yellow alarm controller failure. There was no patient involvement.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation for the controller error-yellow alarm has been completed. Data logs were returned for evaluation which showed there was a pbm2 communication issue. The console displayed ¿controller error (loss of comm (pbm2)) ¿ alarm¿ event #1025. This confirms the reported failure mode. The console was returned for evaluation. During functional testing, the console underwent an unsuccessful initial bootup and resulted in a ¿system self check failed¿ screen due to a pbm2 communication issue, unable to reproduce the communication issue on the second bootup. Upon running the test pump, monitored the rs-232 communication between the 4-in-1 and the pbm on the ic2462 with the original parts and the known good test fixture with the known good parts, no dissimilarity was found. Later, the ¿system self check failed¿ screen was reproduced persistently due to a pbm2 communication issue. Still, no dissimilarity was found in the rs-232 signals during the communication issue. After replacing the pbm with a known-good board on ic2462, ran the console with the test pump for more than 16 hours, and there was no pbm2 communication issue. Upon mounting the original defective pbm board on the known good test fixture, the ¿system self check failed¿ was reproduced due to a pbm2 communication issue. The root cause for the controller error was a defective pbm2.